Event description:
The customer reported that they went to the emergency room due to high blood glucose of 439 mg/dl. The customer stated that the insulin pump sent an auto off alarm and shut off delivery of insulin causing high blood glucose. Assistance was provided to turn the feature off. At the emergency room the customer was given fluids and an injection of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.